Event description:
Additional information was received from a healthcare provider (hcp). It was reported the patient experienced withdrawal as a result of their pump not restarting after the MRI. The pump was re-interrogated and started. The cause of the pump not restarting after the MRI was not determined. As of (B)(6) 2016, the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 20 mg/ml at a dose rate of 1.5 mg/day via an implantable pump as of (B)(6) 2016 for malignant pain and multiple myeloma. It was reported that the pump did not start after a MRI. The patient experienced increased pain. The date of the event was approximately (B)(6) 2016. The pump was read on (B)(6) 2016. The cause of the event was attributed to the MRI. As per the pump¿s log, the stopped pump period may exceed tube set occurred. The log also revealed the stopped pump was shut off for 693 hours and 28 minutes. Estimated elective replacement indicator (eri) was 70 months. No actions or intervention was reported. It was unknown if surgical intervention was planned. It was unknown if the issue had resolved at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event and patient¿s medical history was unable to be obtained. The patient was without injury regarding their status as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.